Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 126 mg/dl, compared with the sensor glucose reading of 89 mg/dl. The customer stated that the insulin pump alarmed low blood gluocse, so he treated with 20 g of carbohydrates, after which he discovered that the insulin pump had suspended insulin delivery. He was advised that the sensor may have been responding to changes in glucose. Nothing further reported.